Event description:
Event description boston scientific received information that this pacemaker had reached eri. The device was removed and replaced. The patient contacted technical services inquiring about the longevity of this explanted device. The patient thought that the device battery had two years remaining.